Event description:
An acl repair was performed in 2004 using this screw. Two mos later it is reported that the screw was removed due to infections - wound drainage, redness, and pain. Two days later, pt returned to surgery for further debridement. Surgeon is not blaming the infections on the device. The user facility is performing their own investigation to determine the cause/source of the infection. It is reported that other products were used during the procedure and that various mfrs were also notified by the user facility.